Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent loss of capture when autocapture was activated. The physician explanted the device. "When opening the set screw, there was a lot of pressure and some liquid bursted out from the connector hole."